Event description:
It was reported that during a laparoscopic gastrectomy procedure, the trigger of the device was not returned after pressing. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 5/19/2009. Info anticipated, but unavailable at this time.